Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were forty-nine ventricular non-sustained tachycardia of less than or equal to 210 ms on (B)(6) 2012, in the timeframe between 06:04:49 and 10:20:55, and one hundred sixteen ventricular fibrillations of less than or equal to 210 ms average v-cycle between (B)(6) 2012. The ventricular short interval count (v-sic) was 1683.9 counts average per day, in 2.79 days, between (B)(6) 2012.

Event description:
It was reported that the patient received multiple high voltage (hv) therapies. It was further reported that there was unstable lead impedance, oversensing, noise, and that the noise was able to be reproduced with arm movement. The rv lead was capped and replaced with a new lead. There were no further patient complications reported as a result of this event.